Event description:
It was reported that the customer stated the bd urine drainage bag with anti reflux chamber (2000 ml) did not function as intended. Although the product claimed to have an anti reflux chamber, urine flowed back into the tubing. For approximately 6 months to 1 year, special care had been taken while emptying the bag to prevent urine backflow; however, reflux still occurred and was reported to have led to urinary tract infections in the patient¿s son. It was further reported that if the bag was accidentally turned or tilted, urine flowed back into the tubing. This issue had not occurred previously and was inconsistent with the product¿s stated anti reflux feature. The customer emphasized that the malfunction compromised patient safety and product reliability, as urine reflux should not occur under normal conditions of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.